Event description:
A discordant, falsely low heparin result was obtained on a patient sample on an atellica coag 360 system using innovance heparin reagent. The discordant result was flagged with a hemolysis icterus lipemia (hil) error and was not reported to the physician(s). The sample was repeated for heparin using the same system and reagent, recovering higher. The repeat result was also flagged with a hil error. The repeat result was reported to the physician(s), although it is unknown if this was the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant heparin result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. No hardware errors occurred at the time of the event and the issue was limited to one patient sample. The hil error on both heparin results is triggered when hil detection is not possible. The level kinetics data indicated a sample specific problem (foam on the sample), which caused an insufficient sample aspiration and a falsely low heparin result. The cause of the event was a sample specific issue. The atellica coag 360 system is not marketed in the us nor similar in design to a siemens product registered in the us. The reagent is performing according to specifications. No further evaluation of this device is required.